Event description:
It was reported that the patient had 100% relief at the trial and had the pump implanted. On 6/27 the patient was seen for their first refill and a volume discrepancy was noted. All the medication was still in the pump. The patient had not received therapeutic affect since the pump was implanted. On 7/10 the patient reported no relief. The drug was removed from the pump and in the next two days a dye study and a roller study were performed; both were successful and revealed no issues. The end of july the patient was seen in the clinic. The expected residual volume was 15.4ml; the actual residual volume was over 19ml. This was the third occurrence. A revision was done. The pump was replaced and the sc connector was disconnected from the catheter; cerebrospinal fluid backflow was seen; 3 cms were trimmed off that piece and the existing sc connector was put back onto the new pump. The sc connector piece was not replaced. The pump was delivering morphine and bupivicaine.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Catheter model# 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.